Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported the patient experienced a driveline electrical fault for which an at-home controller exchanged was done with no difficulties. The patient was then admitted for observation at the hospital until a clinical engineer from the manufacture arrived on site. The clinical engineer evaluated the driveline and noted driveline outer sheath damage along with recessed pins within the driveline connector. The engineer then performed a driveline splice repair and a driveline sheath repair following the manufacturer's specification. There was no reported patient injury as a result of this event. The root cause for the reported driveline connector damage can be attributed to inadequate connector design specifications that does not account excessive pull force that may be exerted on to the driveline cable, causing the connector pins to recess and interrupt pump operation. Additionally, the root cause for the incidental finding of the driveline outer sheath damage has identified as excessive exposure to ultraviolet light leading to driveline outer sheath tear and degradation over time. The manufacturer has an open internal investigation for the discoloration and cracking of the driveline outersheath and also for the retraction of the driveline cable splice connector pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware system instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the dl cable. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device maintenance; additional guidelines instruct the user on how to detect and react to a dl cable malfunction. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the patient experienced an electrical fault alarm and performed a controller exchange. The patient was admitted to the hospital on (B)(6) 2014 for observation. While at the hospital, the patient stated that the driveline had randomly disconnected from the controller 2 - 3 days prior to the electrical fault event. She was able to reconnect immediately without further issue. Preliminary review of the controller data confirmed two driveline disconnects in the patient's history, the first one occurring on (B)(6) 2014 and the second occurring on (B)(6) 2014. A manufacturer's representative evaluated the device on (B)(6) 2014 and noted that the back nut for the driveline connector was loose and also 4 of the 6 driveline pins were recessed. The manufacturer's representative performed a driveline splice repair per manufacturer's specifications in the normal ward of the hospital. The total pump off time was less than 30 seconds for both the initial inspection of the driveline pins and the splice repair procedure. The patient was stated to have handled the pump-off time well without complications. Additionally, the manufacturer's representative performed a driveline sheath repair per manufacturer's specifications where damage was observed in the driveline outer sheath.